Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not charging and would not work was because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unknown substance. No adverse event resulted from the faulty battery pack. The last pt to use this battery pack did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing of battery pack, which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last pt to use this battery pack did not report any problems with it.